Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observed to be inaccurate. The customer's blood glucose level was 129 mg/dl. Reportedly, the insulin gauge corrected to an accurate amount.